Event description:
It was reported that an unknown female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a unk_smart touch bidirectional. The patient suffered cardiac tamponade requiring pericardiocentesis. A tamponade occurred during a carto pvi procedure. Pericardiocentesis was performed with intracardiac echocardiography (ice) guidance and the patient stabilized. The surgery was delayed due to the reported event as it was abandoned. The procedure was not successfully completed. No fragments were generated. There were patient consequences. Other medical intervention was required: pericardiocentesis performed for effusion. The patient is not part of a clinical study. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jan-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).